Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having excessive air bubbles in reservoir and infusion set. Customer had a lot of supplies to return due to not calling in with previous issues. Customer's blood glucose was 450 mg/dl. Supplies would be replaced.